Event description:
It was reported that customer received excessive no delivery alarms even when not connected at site. Customer was able to connect and prime. Reasons cannot be found for no delivery. Customer will contact dcs for further support. Customer's blood glucose was 12.2 mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.